Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unit passed self-test, off no power test, rewind, unexpected restart error test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. Unable to perform displacement test, basic occlusion test, occlusion test due to broken reservoir tube lip. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that there was a chip out the insulin pump's reservoir compartment that was missing. She believed the insulin pump was not delivering insulin like it should because of the damage. Customer's blood glucose level was 167 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.